Event description:
While prepping a neuron max 088 system, a kink was observed out of the box approximately 10 cm from the proximal hub when the physician was introducing the inner sheath. A second neuron max 088 catheter was removed from inventory and the case was successfully completed.

Manufacturer narrative:
Device investigation: results: the catheter shows a break in the surface of the outer polymer 19.8 cm from the hub shaft joint. The outer surface of the polymer is broken leaving the inner support weave visible. There is no corresponding damage to the introducer. The catheter is non-functional. Conclusion: the kink reported in the complaint is confirmed. The neuron is packaged inside a packaging tube to protect the device. The damage seen likely occurred when the device was removed from the packaging or during preparation of the device for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.